Manufacturer narrative:
The pump was returned to animas. The keypad buttons were not activating desired pump functions during evaluation. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that the keypad buttons were not activating desired pump functions when pressed. The patient stated that the issue occurred on july 2. He said the buttons feel "mushy". The pump was reportedly exposed to splashing on the boat but the pump was not submerged in water. There was no reported patient impact associated with this complaint.